Event description:
A surgeon noted that smoke was coming out of the housing component of a resectoscope working element during a trans-urethral resection case. The procedure was completed in the normal time with no consequences to the patient.